Event description:
A 7cm long crack was discovered at the arterial extension. Used a repair kit to fix the crack, and the catheter is still in use.

Manufacturer narrative:
The catheter was repaired by the customer and remains in use. The repaired extension leg was not forwarded for evaluation. A lot history reveals no related mfg issues and one (1) additional complaint for this lot. The additional complaint is pending evaluation. The repaired extension leg was not forwarded for evaluation; inconclusive. The lot number associated with this complaint was involved in a product recall. A definitive conclusion regarding the cause for the complaint remains under investigation at this time. An informational memorandum will be forwarded to mfg. The complaint file documents the customer's routine use of 70% alcohol based cleaning solutions for care and maintenance of the device. The product instructions for use warns against the use of alcohol or acetone based solutions to prevent damage to the clamping extensions and luer lock connectors.